Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced feeling light headed as well as a similar feeling to when their lead dislodged years ago. It was noted the patient had recently had a medication change. Technical services reviewed the presenting electrogram in which there were no alerts found however there were recent pacemaker mediated tachycardia (pmt), atrial tachy response and sudden brady response episodes observed in the last couple of weeks. Additional information was requested in which the field representative had no information. The device remains in service. No adverse patient effects were reported.